Event description:
It was reported that sometime post feeding device placement procedure, the internal bumper of the device allegedly detached and the tube came off when the device was tried to be used, the internal bumper was reported to have been excreted with the stool. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ponsky dual port feeding dome was returned for evaluation. Gross visual and microscopic visual evaluations were performed on the returned device. During visual evaluation, a complete circumferential break was noted on the dome, however the remaining feeding tube or adaptor was not returned for evaluation. Therefore, the investigation is inconclusive for the reported fracture and material separation issues as the returned separated dome itself is not sufficient enough to confirm/unconfirm the reported events and as well the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post feeding device placement procedure, the internal bumper of the device allegedly detached and the tube came off when the device was tried to be used, the internal bumper was reported to have been excreted with the stool. It was further reported that the device has been removed and the procedure was completed using another device. There was no reported patient injury.